Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displays an "ac power failure" error on the screen the customer stated that there was a delay in dispensing medication to a patient. As per part investigation, it was determined that the failure was caused by thermal damage to component q501 on the drawer controller board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Correction: section d unique identifier (UDI). Part analysis: the reported condition of meds es- ac power failure was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that the station was not power on. The fse found drawer board on 5-1 bad. The drawer was replaced and the system was tested. The customer was able to find medications for patients, with no harm or delay in medication. The rx tech tested the drawer with no issues observed. During dchu visual inspection: pn 151622-01: the unit was received with evidence of thermal damage on component q501. No missing components or other anomalies were observed. During dchu testing: pn 151622-01: no further testing was required due to evidence of thermal damage observed on component q501 on the returned drawer controller board. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component q501 on the pcba dwr cntlr (pn: 151622-01), resulting from an electrical failure. This damage compromised communication and control signals, leading to a loss of power in the device.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that no power to the station. A field service engineer found that the drawer board on 5-1 bad, hence had replaced the drawer board to resolve the issue of the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displays an "ac power failure" error on the screen the customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.